Event description:
The quickset acetabular reamers are dull therefore compromising acetabular reaming. The procedure was successfully completed. No patient consequences or surgical delays reported.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.